Event description:
During a laparoscopic roux-en-y gastric bypass surgery, the surgeon was using the endo clip applier to stop the patient's bleeding. Each time the clip applier was utilized the clips would fall off and/or clip diagonally. This error occurred with two devices during the same surgical procedure of the same patient. No injury to patient. Dates of use: (B) (6) 2010 -- (B) (6) 2010.